Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two unspecified mentor gel smooth breast implants and experienced bilateral rupture postoperatively. MRI performed on unspecified date indicated bilateral rupture. The diagnosis was confirmed via physical examination and the MRI result. As a result, the patient underwent removal and replacement with two 225cc mentor memorygel breast implant prostheses (catalog #: 3502251bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 14-jan-2021, mentor received additional information regarding the patient¿s information, symptoms and suspected medical devices. The patient¿s weight is 172lbs. The patient experienced bilateral grade iii capsular contracture and grade iii ptosis. The suspected medical devices are two 375cc smooth gel implants. The surgeon noted that the left-sided device was observed to be ruptured upon explantation. However, the surgeon did not note that the right-sided device was observed to be ruptured upon explantation. The relevant fields have been updated. On 27-jan-2021, mentor additional information regarding the date of implantation. The date of implantation was estimated as (B)(6) 2010 on the initial report. However, based on available information, the date of implantation was estimated as (B)(6) 2010. The relevant field has been updated. On 29-jan-2021, mentor received additional information regarding the condition of the suspected medical device. The right-sided device was found to be intact/not ruptured upon explantation. Manufacturer's reference number: (B)(4).